Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). Concomitant products: carto 3 system , model #:m-4800-01, serial #: (B)(4).

Event description:
It was reported that a female patient in her early twenties underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with an ez steer navigational ds catheter and suffered a coronary artery stenosis which required surgical intervention. The patient suffered a narrowing of the left anterior descending artery (lad) after ablation in the left ventricular outflow track. They were going to ablate the premature ventricular contractions (pvcs) and performed an angiogram of the coronary arteries. This catheter was placed under the aortic valve. The setting for the smartablate was temperature control mode, impedance 200-275ohms, 55 degrees and 70 watts. The impedance was high. They could not get more than 3 watts during ablation. The system did stop the ablation when the impedance cut off was reached. The physician stopped the procedure as they could not get much watts and the physician did not feel they were having effect on the pvcs. The physician elected to do another coronary angiogram and that is when the narrowing of the lad was discovered. The cardiologist performed an intervention. However, it was not known if a stent was placed or balloon angioplasty was performed. The patient required extended hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that the physician burned near the coronary artery. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.